Manufacturer narrative:
Patient weight not available from the site. On 12/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Computer shipped to site 12/22/2016 and was replaced in the navigation system as a precaution. Suspect computer received back 01/06/2017 for manufacturer analysis. Findings are that there were no hdd or ram errors found. System performance as expected. No anomalies encountered. System passed all required testing. Device found to be fully functional. Computer performed as intended.

Event description:
A medtronic representative reported that while in an axiem shunt procedure, the site alleged that their navigation system became unresponsive in the navigate task. They re-booted the navigation system and normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight provided.